Event description:
I use a walker. I purchased a new set of wheels, off-road walker kit, from the company support plus. The first set was purchased in 2019 and within a year the wheel fell off. I was shopping in wholes foods. They were unable to find my missing hardware to fix the wheel so I had to take a taxi home. I purchased a second set from the same company and had the same problem. Again, I took a taxi home. I emailed support plus to complain and asked if they had a repair service. They referred me to the manufacturer, jobar international, inc. They informed me that they do not sell separate component pieces and that they did not have any spare parts in their warehouse. The customer service manager, (B)(6), suggested that I look online for a repair service. I have his emails. (B)(6). Reference report: mw5144761.